Event description:
This is filed to report death. The aim of this systematic review is to discuss the technical details of the mitraclip procedure, clinical evidence regarding the efficacy of mitraclip, complications related to the clip implantation alongside with acute complications based on the currently available evidence and clinical experience. The focus was on the results of the following clinical trials: mitra-fr trial, everest phase I (endovascular valve edge-to-edge repair study), everest cohort, access-EU, grasp, transcatheter mitral valve interventions (trami), coapt (cardiovascular outcomes assessment of the mitraclip percutaneous therapy for heart failure patients with functional mitral regurgitation), sts/acc tvt and mitral valve replacement (mvr) with extended clip arms. This article also included summary data from in-hospital complications from the medical university of warsaw between (B)(6) 2014 and (B)(6) 2022 who underwent a mitraclip procedure. Adverse effects listed were as follows: renal failure, deep wound infection, re-intervention, mechanical ventilation, gi complication with surgery, pericardial tamponade, death, hemorrhage, hemorrhagic stroke, stroke, major vascular complications, worsened heart failure, pericardial tamponade, relevant mitral stenosis, cardiovascular mortality, cerebrovascular events, unchanged mr, and worsened mr. Device related issues included partial clip detachment. Details can be found in the attached article titled: "complications following transcatheter edge-to-edge mitral valve repair: personal experience and review of the literature".

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported migration, deaths, renal failure, infection, cardiac tamponade, hemorrhage, cerebrovascular accident, heart failure, mitral stenosis, mr, and intracranial hemorrhage. Death, renal failure, infection, cardiac tamponade, hemorrhage, cerebrovascular accident, heart failure, mitral stenosis, mr, and intracranial hemorrhage are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization, hospitalization and unexpected medical interventions were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. B3: date of event was estimated. B3: date of death was estimated. B5: the serious injuries and death are filed under separate medwatch reports. D4: the UDI is unknown as the part and lot numbers were not provided d6a: date of implant was estimated. Attachment: article titled "complications following transcatheter edge-to-edge mitral valve repair: personal experience and review of the literature."